Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the nozzle #1 dripping. The fsr replaced the worn tubing, peristaltic head (rohs), resolving the issue. No additional result issues have been documented since the service activity. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the tubing, peristaltic head (rohs) were identified.

Event description:
The customer observed a falsely decreased sodium (na) result generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 136-145 mmol/l): results on instrument (B)(6) = 123 mmol/l, 130 mmol/l, 140 mmol/l, 127 mmol/l, 117 mmol/l. Repeat results on instrument (B)(6) = 144 mmol/l, 145 mmol/l, 145 mmol/l, 144 mmol/l. Repeat result on instrument (B)(6) = 146 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) result generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 136-145 mmol/l): results on instrument (B)(6) = 123 mmol/l, 130 mmol/l, 140 mmol/l, 127 mmol/l, 117 mmol/l. Repeat results on instrument (B)(6) = 144 mmol/l, 145 mmol/l, 145 mmol/l, 144 mmol/l. Repeat result on instrument (B)(6) = 146 mmol/l. No impact to patient management was reported.